Event description:
The following was reported to hamilton medical ag: alarm' 233002, 233005'. 233002 (pvent_control autozero failed) and 233005 (pressure sensor tolerance). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).